Event description:
It was reported that the surgeon had difficulty removing the driver. When he pulled the driver out, it came out with the anchor and the anchor tip broke off. The tip of the anchor was not retrieved, however, no adverse consequences were reported with the patient. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. Arthrex will continue to investigate this issue and a follow up report will be submitted with any significant events obtained from the evaluation.